Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unable to rewind and alarmed failed battery test. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was 212mg/dl at the time of the incident. The customer stated that the compartment was damaged. The customer stated that there was a crack in the battery compartment. There was no indication of the issue being resolved by the troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.